Event description:
It was reported that the right atrial (ra) lead at implant was attempted not used as the lead helix could not be retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4): the lead was stretched, proximal and distal conductors were pulled, blood noted in various locations, inner insulation was distorted and torn, and the lead was damaged at implant.